Event description:
A friend or family member of the patient reported the patient had a return of symptoms soon after surgery, noting that they were leaking. It was noted the patient was not feeling stimulation and therapy was on. The patient had a urinary tract infection (uti), it was noted the healthcare professional did not clarify whether the uti was related to the device or therapy or not. It was noted that after the patient increase stimulation they were able to feel stimulation. The patient plans on following up with their healthcare professional (hcp) regarding the leaking and uti. The caller mentioned the patient has an appointment on (B)(6). The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.